Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was monitored for 48 hours with 2.0 basal rate. No blank display noted. All operating currents are within the specification, no unexpected restart, shuts off, low battery, off no power or weak battery alarm noted, however moisture damage was found on electronic and motor assembly. Insulin pump received with cracked case at display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the insulin pump returned a weak battery alert, then the display went blank, and the insulin pump shut off. Blood glucose level was 162 mg/dl at the time of the call. No further information was provided.